Event description:
A report was received that a patient's precision system was explanted due to an infection. The patient went in for a lead revision procedure and following the event; the patient developed a mrsa infection and had to have the system explanted. The patient was hospitalized and received antibiotics for eight weeks. The patient states the infection was not device related.